Event description:
It was reported that a patient who underwent anterior capsulotomy and lens fragmentation with the catalyst system (system) subsequently experienced three clock hours of zonule dialysis in the operating room (or) during the surgical procedure to remove the cataract. The surgeon performed a vitrectomy and inserted a capsule tension ring. No other complication and/or medical intervention were reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database, the system optical coherence tomography (oct) recording, and the operating room surgical video. The system video display recording was not available for analysis. From the analysis of the system database and the system oct recording there were no system related anomalies observed and all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. The surgeon stated that the anterior capsulotomy was 100% complete and the capsulotomy disc appeared to be free-floating. Phacoemulsification was utilized in the removal of the cataract lens. The surgeon observed the zonule dialysis during cortex removal. The catalys system performed as design; however, the cause(s) of the three clock hours of zonule dialysis is unknown.